Event description:
Caller (customer's daughter) reported that on (B)(6) 2013, the customer received erratic readings on her adc blood glucose meter. Customer received a reading of 462 mg/dl and subsequently dosed with approximately 10 units of insulin. Caller additionally reported that approximately 30 minutes after the reading of 462 was obtained, the customer became "unresponsive" and then a reading of 28 mg/dl was obtained on the adc meter. Paramedics were called and upon arrival administered (unspecified) intravenous fluids to the customer. No treatment of glucose was provided and no transport to a health care facility took place. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer was using expired test strips (exp 31-mar-2012). Label copy instructs customer's to refrain from using expired test strips. Using test strips beyond their expiration date may result in inaccurate results. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in the meter's memory log. A device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.